Event description:
It was reported that during a selenia procedure on (B)(6) 2024, the c-arm was moving down and dropped. A field engineer examined the equipment and determined that the issue was caused by a defective foot witch. Left foot switch was removed out of the gantry an a new foot switch was placed for repair. Verified all functionality. System meets hologic specifications.

Manufacturer narrative:
Investigation closed : the replaced part was scrapped on site, so no initial evaluation could be performed and the investigation is limited. Footswitches were requested from the field for comparable sample collection; however, no samples were received that caused uncommanded motion. Further investigation into root cause is not possible at this time. According to the fse, ¿the switch did not appear to be physically stuck or damage, spring was not broken and no visible damage on the cable.¿, and the part was scrapped on site. This issue returned on 2/12/2024 (cpt-01453062) because the wrong footswitch was replaced. The ¿left¿ footswitch described in the stuck footswitch errors (specific error codes not provided) was in reference from the gantry perspective, not the user. Because of this, the fse accidentally replaced the wrong footswitch. The issue of uncommanded motion was resolved when the correct footswitch was replaced. Probable cause is the footswitch malfunctioning; this behavior was resolved by replacing the impacted footswitch. No further investigation can be performed without the part, and the root cause is unknown. Risk trending was performed and the calculated occurrence result is 1 (very low). In summary, the probable cause is the footswitch malfunctioning; this behavior was resolved by replacing the impacted footswitch. The risk index remains in zone 1. This is considered acceptable per the risk file. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. UDI: (B)(4) date of manufacture: 10/8/2010 installation date: on (B)(6) 2010 closest pm to complaint date: 8/28/2023 date of part manufacture: unknown ¿ the part was not received for investigation.